Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The fasteners that attach the seat to the base are broken. The caller states the seat is wobbly and this is a wear and tear issue over time. No injuries noted and the consumer is within the weight capacity.